Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two inpact admiral paclitaxel eluting balloon catheters were used to treat the left leg (l-1). Approximately 20 months post procedure, patient suffered occlusion in sfa of left leg (l-1) which was treated with pta to left limb. Patient recovered. Sponsor assessed event is related to device but not related to procedure or paclitaxel.